Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Approximate date (reported as occurring from (B)(6) 2011). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. In this case, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported as a general comment from the physician that during every procedure using an unspecified otw trek device, from (B)(4) 2011, during inflation the trek balloon has watermelon seeded, although it otherwise performs well. The balloons fully inflated, deflated and were removed without difficulty. The lesions were successfully dilatated without intervention and there were no adverse patient effects. The number of occurences, cases and patients was not provided. Though requested no additional information was provided.